Manufacturer narrative:
The products are not expected to be returned due to contamination protocol.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection. The products are not expected to be returned due to contamination protocol. No additional adverse effects were reported.